Event description:
Information was received from a consumer regarding a patient receiving clonidine, dilaudid, ¿dropherpinal¿, bupivacaine, sufentanil, and fentanyl via an implanted pump. The indication for pump use was osteoporosis and non-malignant pain. The patient's representative reported that the patient went to the healthcare provider yesterday for a pump refill and when they went to refill the pump, they had to extract what was left and according to the doctor's machine it said there should only be 2 ml left, but when they extracted it, it had 10 ml. Per the reporter, 2 weeks ago the patient was throwing up and they just thought it was the flu, but the patient was still not feeling well/felt sick and was hurting. The caller stated that the patient was ¿hurting like crazy and kept saying they didn't feel right, and they were hurting and had dry heaves and foam¿. The caller stated that the doctor said there was a malfunction or something going on and they would wait and see if it happened again or not.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.